Event description:
It was reported that during a lap hysterectomy procedure, the teflon pad detached from the non-active blade. It is not known if a piece fell into the patient. There was no adverse consequence to the patient.